Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device intolerance ("essure intolerance"), bartholin's abscess ("abscess of bartholin¿s gland/abscess in the vulvar labia") and lymphadenitis ("chronic lymphadenitis") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, abortion, ovarian cystectomy (at age of 13), appendectomy and epilepsy (in childhood). Previously administered products included for contraception: depo-provera. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal menstrual-like pain"), nausea and incontinence. On (B)(6) 2015, 3 months 9 days after insertion of essure, the patient experienced piriformis syndrome ("piriformis syndrome in bilateral/obturator muscle."). On (B)(6) 2015, the patient experienced lip oedema ("oedema in upper lip"). In (B)(6) 2015, the patient experienced musculoskeletal stiffness ("loss of flexibility/neck stiffness/throat stiffness/general stiffness"), abdominal distension ("abdomen more swollen"), weight decreased ("started to lose weight"), immunodeficiency ("my defenses lowered"), thinking abnormal ("difficulties to organize thoughts/mind goes blank"), amnesia ("lost memory"), balance disorder ("poor balance"), palpitations ("breast palpitations"), facial spasm ("cramps in the face"), aphonia ("continuous voice loss/vocal cord dysfunction"), mood altered ("always moody"), anger ("angry"), irritability ("irritated") and cow's milk intolerance ("cannot tolerate cow milk"). On (B)(6) 2015, the patient experienced bartholin's abscess (seriousness criterion medically significant) with vulvovaginal pain, vulvovaginal pruritus and vaginal discharge and malaise ("general malaise"). In 2015, the patient experienced neck pain ("cervicalgia"), hypoaesthesia ("bilateral numbness in malar area/ numbness in cheeks") and ear pain ("pain in right ear"). On (B)(6) 2015, the patient experienced headache ("oppressive/tensional headache"). In (B)(6) 2015, the patient experienced blood glucose decreased ("sudden sugar lows down after eating and eating sugar") and dyspepsia ("a lot of acid in the stomach"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic reaction") with pruritus and rash generalised and abdominal pain lower ("pain in the hypogastrium"). On (B)(6) 2015, the patient experienced fatigue ("felt very tired / fatigue"), dizziness ("dizziness") and asthenia ("asthenia"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required), joint stiffness ("loss of mobility in the hip"), pain in extremity ("pain in both legs"), muscle spasms ("cramps in both legs"), proctalgia ("anal pricks"), adnexa uteri pain ("ovarian pricks going down to the vagina and legs"), pain ("pain from the kidneys to the toe"), dyspareunia ("painful sexual intercourse"), burning sensation ("burning sensation in legs (sited and laid down)"), lip haemorrhage ("bleeding of the lip"), rhinitis allergic ("allergic rhinitis"), pelvic pain ("continous pelvic pains"), arthralgia ("hip pain"), back pain ("lumbar pain / back pain"), fungal infection ("yeast infection"), inflammation ("abdomen inflammation"), crying ("I cry"), productive cough ("always coughing (a lot of mucus)"), blood creatine phosphokinase increased ("ck value elevated (nearly 400)"), musculoskeletal chest pain ("very strong pain under the ribs"), haemorrhoids ("hemorrhoids") with anal haemorrhage and lymphadenitis (seriousness criterion medically significant). The patient was treated with ciprofloxacin, povidone-iodine (betadine), mupirocin, dexketoprofen trometamol (enantyum), diazepam, surgery (hysterectomy and bilateral salpingectomy to remove essure) and wound care (drainage, analgesia and antibiotic). Essure was removed on (B)(6) 2016. At the time of the report, the device intolerance, joint stiffness, pain in extremity, muscle spasms, proctalgia, adnexa uteri pain, pain, burning sensation, fatigue, piriformis syndrome, lip oedema, lip haemorrhage, bartholin's abscess, headache, neck pain, hypoaesthesia, ear pain, abdominal pain lower, dizziness, asthenia, pelvic pain, arthralgia, fungal infection, inflammation, abdominal pain, incontinence, abdominal distension, weight decreased, immunodeficiency, thinking abnormal, amnesia, balance disorder, palpitations, facial spasm, aphonia, mood altered, anger, irritability, cow's milk intolerance, blood glucose decreased, dyspepsia, vaginal haemorrhage and malaise outcome was unknown, the musculoskeletal stiffness, dyspareunia, hypersensitivity, back pain, nausea, musculoskeletal chest pain and lymphadenitis had not resolved and the rhinitis allergic and blood creatine phosphokinase increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, amnesia, anger, aphonia, arthralgia, asthenia, back pain, balance disorder, bartholin's abscess, blood creatine phosphokinase increased, blood glucose decreased, burning sensation, cow's milk intolerance, crying, device intolerance, dizziness, dyspareunia, dyspepsia, ear pain, facial spasm, fatigue, fungal infection, haemorrhoids, headache, hypersensitivity, hypoaesthesia, immunodeficiency, incontinence, inflammation, irritability, joint stiffness, lip haemorrhage, lip oedema, lymphadenitis, malaise, mood altered, muscle spasms, musculoskeletal chest pain, musculoskeletal stiffness, nausea, neck pain, pain, pain in extremity, palpitations, pelvic pain, piriformis syndrome, proctalgia, productive cough, rhinitis allergic, thinking abnormal, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: essure insertion details: the intratubaric devices were placed in both ostium with no incidences, visualizing between 3 to 8 coils into the uterine cavity. The patient went to ER (emergency room) due to the events: oedema and bleeding of the lip, abscess of bartholin¿s gland and general malaise, allergic reaction, and asthenia. Diagnostic results (normal ranges are provided in parenthesis if available): blood creatine phosphokinase (24 - 170 mg/dl) - in (B)(6) 2016: 353 mg/dl (elevated); computerised tomogram - on an unknown date: diverticulum. Ultrasound scan - on (B)(6) 2014: both essure visible, normal ovaries; in (B)(6) 2016: both devices in ostia,normal ovaries,no free fluid. Findings upon essure removal: normal abdominal cavity. Regular uterus, macroscopically normal. No metallic material is seen that perforate, damages or deforms the fallopian tubes or uterine horn. N x-ray was performed to confirm the absence of metallic material in the cavity. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device intolerance ('essure intolerance'), device breakage ('travelling parts of the broken product inside the body'), fallopian tube perforation ('organ tearing'), heavy menstrual bleeding ('heavy bleeding during periods'), bartholin's abscess ('abscess of bartholin¿s gland / abscess in the vulvar labia') and lymphadenitis ('chronic lymphadenitis') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, abortion, ovarian cystectomy (at age of 13), appendectomy and epilepsy (in childhood). Previously administered products included for contraception: depo-provera. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of pelvic pain ("abdominal menstrual-like pain"), nausea ("nausea") and incontinence ("incontinence"). On (B)(6) 2015, the patient experienced piriformis syndrome ("piriformis syndrome in bilateral/obturator muscle."), 3 months 9 days after insertion of essure. On (B)(6) 2015, the patient experienced lip oedema ("oedema in upper lip"). In (B)(6) 2015, the patient experienced musculoskeletal stiffness ("loss of flexibility / neck stiffness / throat stiffness / general stiffness"), abdominal distension ("abdomen more swollen"), immunodeficiency ("my defenses lowered"), thinking abnormal ("difficulties to organize thoughts / mind goes blank"), amnesia ("lost memory"), balance disorder ("poor balance"), palpitations ("breast palpitations"), facial spasm ("cramps in the face"), aphonia ("continuous voice loss / vocal cord dysfunction"), mood altered ("always moody"), anger ("angry"), irritability ("irritated") and dairy intolerance ("cannot tolerate cow milk") and was found to have weight decreased ("started to lose weight"). On 9-may-2015, the patient experienced bartholin's abscess (seriousness criterion medically significant) with vulvovaginal pain, vulvovaginal pruritus and vaginal discharge and malaise ("general malaise"). In 2015, the patient experienced neck pain ("cervicalgia"), hypoaesthesia ("bilateral numbness in malar area / numbness in cheeks") and ear pain ("pain in right ear"). On (B)(6) 2015, the patient experienced tension headache ("oppesive/ tensional headache"). In (B)(6) 2015, the patient was found to have blood glucose decreased ("suden sugar lows down after eating and eating sugar") and experienced dyspepsia ("a lot of acid in the stomach"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic reaction") with pruritus and rash and abdominal pain lower ("pain in the hypogastrium"). On (B)(6) 2015, the patient experienced fatigue ("felt very tired / fatigue"), dizziness ("dizzines") and asthenia ("asthenia"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criterion medically significant), joint stiffness ("loss of mobility in the hip"), pain in extremity ("pain in both legs"), muscle spasms ("cramps in both legs"), proctalgia ("anal pricks"), adnexa uteri pain ("ovarian procks going down to the vagina and legs"), pain ("pain from the kidneys to the toe"), dyspareunia ("painful sexual intercourse"), burning sensation ("burning sensation in legs (sited and laid down)"), lip haemorrhage ("bleeding of the lip"), rhinitis allergic ("allergic rhinitis"), the second episode of pelvic pain ("continous pelvic pains"), arthralgia ("hip pain"), back pain ("lumbar pain / back pain"), fungal infection ("yeast infection"), inflammation ("abdomen inflammation"), crying ("I cry"), productive cough ("always coughing (a lot of mucus)"), abdominal pain upper ("very strong pain under the ribs"), haemorrhoids ("hemorrhoids") with anal haemorrhage, lymphadenitis (seriousness criterion medically significant) and mental disorder ("psychological problems") and was found to have blood creatine phosphokinase increased ("ck value elevated (nearly 400)"). The patient was treated with ciprofloxacin, dexketoprofen trometamol (enantyum), diazepam, mupirocin, povidone-iodine, surgery (hysterectomy and bilateral salpingectomy to remove essure) and wound care (drainage, analgesia and antibiotic). Essure was removed on (B)(6) 2016. At the time of the report, the device intolerance, device breakage, fallopian tube perforation, heavy menstrual bleeding, joint stiffness, pain in extremity, muscle spasms, proctalgia, adnexa uteri pain, pain, burning sensation, fatigue, piriformis syndrome, lip oedema, lip haemorrhage, bartholin's abscess, tension headache, neck pain, hypoaesthesia, ear pain, abdominal pain lower, dizziness, asthenia, the last episode of pelvic pain, arthralgia, fungal infection, inflammation, incontinence, abdominal distension, weight decreased, immunodeficiency, thinking abnormal, amnesia, balance disorder, palpitations, facial spasm, aphonia, mood altered, anger, irritability, dairy intolerance, blood glucose decreased, dyspepsia, vaginal haemorrhage, malaise and mental disorder outcome was unknown, the musculoskeletal stiffness, dyspareunia, hypersensitivity, back pain, nausea, abdominal pain upper and lymphadenitis had not resolved and the rhinitis allergic and blood creatine phosphokinase increased was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adnexa uteri pain, amnesia, anger, aphonia, arthralgia, asthenia, back pain, balance disorder, bartholin's abscess, blood creatine phosphokinase increased, blood glucose decreased, burning sensation, crying, dairy intolerance, device breakage, device intolerance, dizziness, dyspareunia, dyspepsia, ear pain, facial spasm, fallopian tube perforation, fatigue, fungal infection, haemorrhoids, heavy menstrual bleeding, hypersensitivity, hypoaesthesia, immunodeficiency, incontinence, inflammation, irritability, joint stiffness, lip haemorrhage, lip oedema, lymphadenitis, malaise, mental disorder, mood altered, muscle spasms, musculoskeletal stiffness, nausea, neck pain, pain, pain in extremity, palpitations, piriformis syndrome, proctalgia, productive cough, rhinitis allergic, tension headache, thinking abnormal, vaginal haemorrhage, weight decreased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: essure insertion details: the intratubaric devices were placed in both ostium with no incidences, visualizing between 3 to 8 coils into the uterine cavity. The patient went to ER (emergency room) due to the events: oedema and bleeding of the lip, abscess of bartholin¿s gland and general malaise, allergic reaction, and asthenia. Diagnostic results (normal ranges are provided in parenthesis if available): blood creatine phosphokinase (24 - 170 mg/dl) - in (B)(6) 2016: 353 mg/dl. Computerised tomogram: on an unknown date: results: diverticulum. Ultrasound scan: on (B)(6) 2014: results: both essure visible, normal ovaries; in (B)(6) 2016: results: both devices in ostia,normal ovaries,no free fluid. Diagnostic results: findings upon essure removal: normal abdominal cavity. Regular uterus, macroscopically normal. No metallic material is seen that perforate, damages or deforms the fallopian tubes or uterine horn. N x-ray was performed to confirm the absence of metallic material in the cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device intolerance ('essure intolerance'), device breakage ('travelling parts of the broken product inside the body'), fallopian tube perforation ('organ tearing'), heavy menstrual bleeding ('heavy bleeding during periods'), bartholin's abscess ('abscess of bartholin¿s gland / abscess in the vulvar labia') and lymphadenitis ('chronic lymphadenitis') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, abortion, ovarian cystectomy (at age of 13), appendectomy and epilepsy (in childhood). Previously administered products included for contraception: depo-provera. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of pelvic pain ("abdominal menstrual-like pain"), nausea ("nausea") and incontinence ("incontinence"). On (B)(6) 2015, the patient experienced piriformis syndrome ("piriformis syndrome in bilateral/obturator muscle."), 3 months 9 days after insertion of essure. On (B)(6) 2015, the patient experienced lip oedema ("oedema in upper lip"). In (B)(6)2015, the patient experienced musculoskeletal stiffness ("loss of flexibility / neck stiffness / throat stiffness / general stiffness"), abdominal distension ("abdomen more swollen"), immunodeficiency ("my defenses lowered"), thinking abnormal ("difficulties to organize thoughts / mind goes blank"), amnesia ("lost memory"), balance disorder ("poor balance"), palpitations ("breast palpitations"), facial spasm ("cramps in the face"), aphonia ("continuous voice loss / vocal cord dysfunction"), mood altered ("always moody"), anger ("angry"), irritability ("irritated") and dairy intolerance ("cannot tolerate cow milk") and was found to have weight decreased ("started to lose weight"). On (B)(6) 2015, the patient experienced bartholin's abscess (seriousness criterion medically significant) with vulvovaginal pain, vulvovaginal pruritus and vaginal discharge and malaise ("general malaise"). In 2015, the patient experienced neck pain ("cervicalgia"), hypoaesthesia ("bilateral numbness in malar area / numbness in cheeks") and ear pain ("pain in right ear"). On (B)(6) 2015, the patient experienced tension headache ("oppesive/ tensional headache"). In (B)(6) 2015, the patient was found to have blood glucose decreased ("suden sugar lows down after eating and eating sugar") and experienced dyspepsia ("a lot of acid in the stomach"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic reaction") with pruritus and rash and abdominal pain lower ("pain in the hypogastrium"). On (B)(6) 2015, the patient experienced fatigue ("felt very tired / fatigue"), dizziness ("dizzines") and asthenia ("asthenia"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criterion medically significant), joint stiffness ("loss of mobility in the hip"), pain in extremity ("pain in both legs"), muscle spasms ("cramps in both legs"), proctalgia ("anal pricks"), adnexa uteri pain ("ovarian procks going down to the vagina and legs"), pain ("pain from the kidneys to the toe"), dyspareunia ("painful sexual intercourse"), burning sensation ("burning sensation in legs (sited and laid down)"), lip haemorrhage ("bleeding of the lip"), rhinitis allergic ("allergic rhinitis"), the second episode of pelvic pain ("continous pelvic pains"), arthralgia ("hip pain"), back pain ("lumbar pain / back pain"), fungal infection ("yeast infection"), inflammation ("abdomen inflammation"), crying ("I cry"), productive cough ("always coughing (a lot of mucus)"), chest pain ("very strong pain under the ribs"), haemorrhoids ("hemorrhoids") with anal haemorrhage, lymphadenitis (seriousness criterion medically significant) and mental disorder ("psychological problems") and was found to have blood creatine phosphokinase increased ("ck value elevated (nearly 400)"). The patient was treated with ciprofloxacin, dexketoprofen trometamol (enantyum), diazepam, mupirocin, povidone-iodine, surgery (hysterectomy and bilateral salpingectomy to remove essure) and wound care (drainage, analgesia and antibiotic). Essure was removed on (B)(6) 2016. At the time of the report, the device intolerance, device breakage, fallopian tube perforation, heavy menstrual bleeding, joint stiffness, pain in extremity, muscle spasms, proctalgia, adnexa uteri pain, pain, burning sensation, fatigue, piriformis syndrome, lip oedema, lip haemorrhage, bartholin's abscess, tension headache, neck pain, hypoaesthesia, ear pain, abdominal pain lower, dizziness, asthenia, the last episode of pelvic pain, arthralgia, fungal infection, inflammation, incontinence, abdominal distension, weight decreased, immunodeficiency, thinking abnormal, amnesia, balance disorder, palpitations, facial spasm, aphonia, mood altered, anger, irritability, dairy intolerance, blood glucose decreased, dyspepsia, vaginal haemorrhage, malaise and mental disorder outcome was unknown, the musculoskeletal stiffness, dyspareunia, hypersensitivity, back pain, nausea, chest pain and lymphadenitis had not resolved and the rhinitis allergic and blood creatine phosphokinase increased was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, amnesia, anger, aphonia, arthralgia, asthenia, back pain, balance disorder, bartholin's abscess, blood creatine phosphokinase increased, blood glucose decreased, burning sensation, chest pain, crying, dairy intolerance, device breakage, device intolerance, dizziness, dyspareunia, dyspepsia, ear pain, facial spasm, fallopian tube perforation, fatigue, fungal infection, haemorrhoids, heavy menstrual bleeding, hypersensitivity, hypoaesthesia, immunodeficiency, incontinence, inflammation, irritability, joint stiffness, lip haemorrhage, lip oedema, lymphadenitis, malaise, mental disorder, mood altered, muscle spasms, musculoskeletal stiffness, nausea, neck pain, pain, pain in extremity, palpitations, piriformis syndrome, proctalgia, productive cough, rhinitis allergic, tension headache, thinking abnormal, vaginal haemorrhage, weight decreased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: essure insertion details: the intratubaric devices were placed in both ostium with no incidences, visualizing between 3 to 8 coils into the uterine cavity. The patient went to ER (emergency room) due to the events: oedema and bleeding of the lip, abscess of bartholin¿s gland and general malaise, allergic reaction, and asthenia. Diagnostic results (normal ranges are provided in parenthesis if available): blood creatine phosphokinase (24 - 170 mg/dl) - in (B)(6) 2016: 353 mg/dl. Computerised tomogram - on an unknown date: results: diverticulum. Ultrasound scan - on (B)(6) 2014: results: both essure visible, normal ovaries; in (B)(6) 2016: results: both devices in ostia,normal ovaries,no free fluid. Diagnostic results: findings upon essure removal: normal abdominal cavity. Regular uterus, macroscopically normal. No metallic material is seen that perforate, damages or deforms the fallopian tubes or uterine horn. N x-ray was performed to confirm the absence of metallic material in the cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: adverse event "psychological problems", "travelling parts of the broken product inside the body", "heavy bleeding during periods" and "organ tearing" added to the case; reporter added to the case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device intolerance ("essure intolerance"), bartholin's abscess ("abscess of bartholin¿s gland / abscess in the vulvar labia") and lymphadenitis ("chronic lymphadenitis") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, abortion, ovarian cystectomy (at age of 13), appendectomy and epilepsy (in childhood). Previously administered products included for contraception: depo-provera. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of pelvic pain ("abdominal menstrual-like pain"), nausea ("nausea") and incontinence ("incontinence"). On (B)(6) 2015, 3 months 9 days after insertion of essure, the patient experienced piriformis syndrome ("piriformis syndrome in bilateral/obturator muscle."). On (B)(6) 2015, the patient experienced lip oedema ("oedema in upper lip"). In (B)(6) 2015, the patient experienced musculoskeletal stiffness ("loss of flexibility / neck stiffness / throat stiffness / general stiffness"), abdominal distension ("abdomen more swollen"), weight decreased ("started to lose weight"), immunodeficiency ("my defenses lowered"), thinking abnormal ("difficulties to organize thoughts / mind goes blank"), amnesia ("lost memory"), balance disorder ("poor balance"), palpitations ("breast palpitations"), facial spasm ("cramps in the face"), aphonia ("continuous voice loss / vocal cord dysfunction"), mood altered ("always moody"), anger ("angry"), irritability ("irritated") and cow's milk intolerance ("cannot tolerate cow milk"). On (B)(6) 2015, the patient experienced bartholin's abscess (seriousness criterion medically significant) with vulvovaginal pain, vulvovaginal pruritus and vaginal discharge and malaise ("general malaise"). In 2015, the patient experienced neck pain ("cervicalgia"), hypoaesthesia ("bilateral numbness in malar area / numbness in cheeks") and ear pain ("pain in right ear"). On (B)(6) 2015, the patient experienced tension headache ("oppesive/ tensional headache"). In (B)(6) 2015, the patient experienced blood glucose decreased ("sudden sugar lows down after eating and eating sugar") and dyspepsia ("a lot of acid in the stomach"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic reaction") with pruritus and rash generalised and abdominal pain lower ("pain in the hypogastrium"). On (B)(6) 2015, the patient experienced fatigue ("felt very tired / fatigue"), dizziness ("dizziness") and asthenia ("asthenia"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required), joint stiffness ("loss of mobility in the hip"), pain in extremity ("pain in both legs"), muscle spasms ("cramps in both legs"), proctalgia ("anal pricks"), adnexa uteri pain ("ovarian rocks going down to the vagina and legs"), pain ("pain from the kidneys to the toe"), dyspareunia ("painful sexual intercourse"), burning sensation ("burning sensation in legs (sited and laid down)"), lip haemorrhage ("bleeding of the lip"), rhinitis allergic ("allergic rhinitis"), the second episode of pelvic pain ("continous pelvic pains"), arthralgia ("hip pain"), back pain ("lumbar pain / back pain"), fungal infection ("yeast infection"), inflammation ("abdomen inflammation"), crying ("I cry"), productive cough ("always coughing (a lot of mucus)"), blood creatine phosphokinase increased ("ck value elevated (nearly 400)"), chest pain ("very strong pain under the ribs"), haemorrhoids ("hemorrhoids") with anal haemorrhage and lymphadenitis (seriousness criterion medically significant). The patient was treated with ciprofloxacin, povidone-iodine (betadine), mupirocin, dexketoprofen trometamol (enantyum), diazepam, surgery (hysterectomy and bilateral salpingectomy to remove essure) and wound care (drainage, analgesia and antibiotic). Essure was removed on (B)(6) 2016. At the time of the report, the device intolerance, joint stiffness, pain in extremity, muscle spasms, proctalgia, adnexa uteri pain, pain, burning sensation, fatigue, piriformis syndrome, lip oedema, lip haemorrhage, bartholin's abscess, tension headache, neck pain, hypoaesthesia, ear pain, abdominal pain lower, dizziness, asthenia, the last episode of pelvic pain, arthralgia, fungal infection, inflammation, incontinence, abdominal distension, weight decreased, immunodeficiency, thinking abnormal, amnesia, balance disorder, palpitations, facial spasm, aphonia, mood altered, anger, irritability, cow's milk intolerance, blood glucose decreased, dyspepsia, vaginal haemorrhage and malaise outcome was unknown, the musculoskeletal stiffness, dyspareunia, hypersensitivity, back pain, nausea, chest pain and lymphadenitis had not resolved and the rhinitis allergic and blood creatine phosphokinase increased was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, amnesia, anger, aphonia, arthralgia, asthenia, back pain, balance disorder, bartholin's abscess, blood creatine phosphokinase increased, blood glucose decreased, burning sensation, chest pain, cow's milk intolerance, crying, device intolerance, dizziness, dyspareunia, dyspepsia, ear pain, facial spasm, fatigue, fungal infection, haemorrhoids, hypersensitivity, hypoaesthesia, immunodeficiency, incontinence, inflammation, irritability, joint stiffness, lip haemorrhage, lip oedema, lymphadenitis, malaise, mood altered, muscle spasms, musculoskeletal stiffness, nausea, neck pain, pain, pain in extremity, palpitations, piriformis syndrome, proctalgia, productive cough, rhinitis allergic, tension headache, thinking abnormal, vaginal haemorrhage, weight decreased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: essure insertion details: the intratubaric devices were placed in both ostium with no incidences, visualizing between 3 to 8 coils into the uterine cavity. The patient went to ER (emergency room) due to the events: oedema and bleeding of the lip, abscess of bartholin¿s gland and general malaise, allergic reaction, and asthenia. Diagnostic results (normal ranges are provided in parenthesis if available): blood creatine phosphokinase (24 - 170 mg/dl) - in (B)(6) 2016: 353 mg/dl (elevated) computerised tomogram - on an unknown date: diverticulum ultrasound scan - on (B)(6) 2014: both essure visible, normal ovaries; in (B)(6) 2016: both devices in ostia,normal ovaries, no free fluid. Findings upon essure removal: normal abdominal cavity. Regular uterus, macroscopically normal. No metallic material is seen that perforate, damages or deforms the fallopian tubes or uterine horn. N x-ray was performed to confirm the absence of metallic material in the cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.